Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station was in disconnected mode. A field service engineer corrected ips and all function returned to normal. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was in disconnected mode. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.